Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 178mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the current infusion set and cartridge had been in use for 4 days. Tandem technical support informed the customer that the cartridge should be changed every 72 hours to stay within labeling and the infusion sets should be changed every 48 hours. After a supply change the customer successfully resumed insulin deliveries.